Event description:
It was reported that during an internal carotid stenting treatment procedure, stent deployment issues occurred. The physician was treating a 70% stenosed lesion located in the 5mm in diameter, moderately tortuous and mildly calcified internal carotid artery (ica). Vascular access was obtained through the femoral artery. The lesion was not pre-dilated. This 10.0x37mm carotid wallstent was advanced to the lesion, however, the stent would not deploy after several attempts. The device was removed from the patient, at which point the stent then deployed. The procedure was completed with another carotid wallstent. There were no reported patient complications. The patient status is listed as "stable".

Event description:
It was reported that during an internal carotid stenting treatment procedure, stent deployment issues occurred. The physician was treating a 70% stenosed lesion located in the 5mm in diameter, moderately tortuous and mildly calcified internal carotid artery (ica). Vascular access was obtained through the femoral artery. The lesion was not pre-dilated. This 10.0x37mm carotid wallstent was advanced to the lesion, however, the stent would not deploy after several attempts. The device was removed from the patient, at which point the stent then deployed. The procedure was completed with another carotid wallstent. There were no reported patient complications. The patient status is listed as "stable".

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. A visual examination of the device found that the outer sheath was retracted proximal to the stent cup and the stent was fully deployed. Retraction of the outer sheath to this location permits full deployment of the stent. No issues were noted with the profile of the device or the deployed stent that would have contributed to the complaint reported. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).